Manufacturer narrative:
Xeridiem (legal manufacturer) part number is 70-0024-022; (B)(4) (exclusive distributor) part number is m00582860; the (B)(4) part number is the one appearing on the device label; also, UDI compliant labeling was not yet applicable at the time of manufacture of this particular device. User report mw5063575 indicated yes on device availability. It appears that the device was not returned to (B)(4) and is unlikely to still be available for evaluation. As noted above, the device was not returned for evaluation. Since the device was not returned for evaluation, a definite root cause for device failure could not be determined. However, the device history record for the lot was reviewed and there were no in process non-conformances that had to be resolved before shipping this lot. All requirements were met. Device was not returned for evaluation.

Event description:
Patient went to surgery for open feeding g-tube placement and open tracheostomy. A 22 french standard balloon replacement kit was used for g-tube placement in the stomach. Subsequent to placement, the g-tube had fallen out and appeared to have a defect causing the balloon to deflate over several hours, allowing the g-tube to fall out spontaneously. Patient returned to surgery for replacement of the g-tube with a 22 french standard balloon replacement. Xeridiem received this information from voluntary event report mw5063575 (medwatch).